Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip twisted. The procedure was completed using a second fiber. Patient outcome: no damages to the patient.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone; the glass cap proximal to the fracture was found to rotate independently of the metal cap. Severe devitrification of the glass cap at the output window was observed; melting at the output window on the metal cap and burn on detritus were also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.